Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable cassette was identified. As the device was not returned and the lot number is unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient observed air in their patient line during the initial drain of peritoneal dialysis therapy on the homechoice machine. The patient was connected to the device at the time of the event. During troubleshooting, there was nothing unusual noted that could have caused or contributed to the event. The technical service representative assisted the patient with ending therapy. The patient was advised to start therapy over using new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.